Event description:
Please note: this event just recently came to light. The mediport was unable to be accessed about 2 years after insertion, and the patient was taken to the or for removal the next day. When the hub was lifted up during removal it was noted that there was no catheter attached to it. With further incision, the mediport catheter was noted to be within the tissue.